Event description:
Male adapter within luer lock of baxter primary tubing (lot #r15f27037) broke off in patient's vascath blue lumen. Nurse unable to remove broken piece from the lumen. Vascath tubing immediately above the hub was clamped so broken plastic did not migrate. Clamp was also taped shut for extra security as patient was not able to get ir appointment for an additional two days. Antimicrobial cap placed on end of vascath lumen to protect patient against infection. Required removal of vascath and insertion of new vascath on (B)(6) 2015.